Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. Failure analysis replicated and confirmed the customer reported complaint "tips do not line up". The force bipolar instrument was found to have bent grip, causing misalignment of the grips. There was a 0.55 mm offset at the tips. The grips did not show cracking damage. The components adjacent to these bent grips did not show damage. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar tips did not line up, and the jaw got stuck and not opening. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: jaws were not stuck on tissue when the issue occurred, therefore no unexpected tissue removal was reported. Customer noted jaws did not line up. No collisions were reported to have contributed to the reported event.